Event description:
Additional information indicates that this product was explanted and returned due to the patient undergoing an upgrade procedure to receive a bi-ventricular device.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced during laboratory testing.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) system was implanted and one day post operation, high shocking impedance measurements were noted to be greater than 125 ohms. It was determined that the setscrew was not fully engaged upon pocket revision. The lead was reinserted into the header and properly tightened down. Impedance measurements were then noted to be within normal limits. No adverse patient effects have been reported.